Event description:
It was reported that the tip of the screwdriver is broken.

Manufacturer narrative:
Evaluation revealed the screwdriver blade t7 to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The tip of the screwdriver blade was partly broken off. The remaining flanks were furthermore plastically deformed. The breakage surface indicated a forced rupture of the device due to too high bending and torsional forces applied during application. The screwdriver blade was hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. Furthermore the screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user (application of too high torsional and bending forces onto the screwdriver). No non-conformity was identified.

Event description:
It was reported that the tip of the screwdriver is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.